Event description:
It was reported that complete heart block occurred. After implantation of the 27mm lotus edge valve, the patient was noted to be in complete heart block after the temporary pacer was turned off. The temporary pacer was restarted and then the patient received a permanent pacemaker later that day. Patient is doing well and is expected to be discharged.